Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/05/2019. The manufacture's field service technician advised the customer to replace air/o2 flow sensor assembly and liquid crystal display (lcd). A gas delivery system (gds) was return for analysis. An investigation was performed and the root cause failure determined to be fault in u1 of airflow subsystem.

Event description:
The customer reported an airflow accuracy failure. There was no patient involvement.